Manufacturer narrative:
Work order passed. No failure found. Other relevant device(s) are: product ID: 9735585, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement procedure. It was reported that the pre-op plans were off from the merged, confirmation lead placement imaging system spin by about 3mm. The leads were confirmed to be accurately placed through the post-op placement confirmation testing. This occurred intra/peri-operatively with no delay to surgical time. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient age, patient birth date and patient weight not available from the site. If information is provided in the future, a supplemental report will be issued.